Event description:
Consumer complaintof low blood results. Her mother had a results of 53m/dl on (B)(6) fasting with no symptoms. States her normal glucose level ranges from 90 to 120 mg/dl fasting. Customer using test strips lot # pp1300 within expiration date, vial was opened two weeks ago and is properly stored at room temperature. Reviewed memory but only show results from (B)(6). Reviewed log book: 70mg/dl (B)(6) at 10:30 am; 129mg/dl (B)(6) at 10:30 am; 78mg/dl (B)(6) at 9:30 am; 99mg/dl (B)(6) at 10:00 am; 100mg/dl (B)(6) at 10:00 am; 53mg/dl (B)(6) at 9:00 am; 61mg/dl (B)(6) at 9:30 am. Customer had no symptoms. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.